Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto bipap, dom the manufacturer received information alleging that patient had cancer .there was no serious patient harm or injury. The patient 's required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.